Manufacturer narrative:
The initial medical device report was submitted ¿ (2938836-2015-03393). (B)(4). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the device was found to be at eri via review of remote transmission. During analysis of the session record, the battery voltage dropped within several days. It was noted that the patient had received radiation therapy during the period of rapid battery depletion. The device was explanted and replaced. Patient was fine post procedure.